Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was at end of life. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned due to facility policy.